Event description:
A journal article was received which contained information regarding right ventricular (rv) leads. Multiple patients and multiple models were noted in the article; however, a one to one correlation could not be made with unique lead serial numbers. The article reports that there were patient deaths. Additionally lead removal was reported due to infection and/or lead failure attributed to failure to capture and sense normal pacing impedance, abnormal defibrillation impedance, insulation defect, fracture, extracardiac stimulation, cardiac perforation, tricuspid valve entrapment, lead tip fracture and/ or dislodgment. The status of the leads is unknown. The cause of death and lead model/relatedness has been requested, but not received.

Manufacturer narrative:
This information is based entirely on journal literature. The information submitted reflects all relevant data received. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. The gender of the baseline characteristics is male and the baseline age is 70 years old. The date of death is purely an estimate, as there is no indication of specific serial number/patient information. Possible lead models referenced in the article include: 6930, 6931, 6932, 6942, 6944, 6945, 6947, 6948, and 6949. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: a comparative study of defibrillator leads at a large-volume implanting hospital: results from the pacemaker and implantable defibrillator leads survival study ("paidless"). Journal of invasive cardiology 2015; 27(6): 292-300. (B)(4).